Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm) with low p-waves. Additionally, high ra threshold was noted. It was further noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and high rate non-sustained episodes. Rv oversensing was noted on stored egms. The rv lead also exhibited high threshold and low r-waves. The patient experienced lightheadedness and shortness of breath. The ra lead remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ra lead and rv lead had dislodged. An ra lead revision occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.